Event description:
It was reported that the patient got a lot of urinary infections. It was noted that the patient was at the emergency room yesterday and was catheterized and given levofloxacin. It was noted she had been on cethalexin for a long time. It was noted that the patient saw her health care provider three days ago and had a catheter taken out. It was noted that the doctor made sure she could urinate before she left. It was further noted that the patient had the catheter for a week. It was noted that the patient did not have an appointment with the hcp until (B)(6). It was noted that the patient was now not able to urinate and was uncomfortable. It was noted that the patient never had therapeutic effect. It was reported that the patient did have concerns with their device or therapy. It was noted that the patient had not received assistance from a health care provider or manufacturer representative. It was noted that the patient had tried to seek further help.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v386608, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).